Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver had a frayed wire. The procedure was completed with no reported injury.